Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displayed a (ua) 16 (timeout moving to take-up position) error message was confirmed during the initial functional testing and archive review. The root cause was due to seized brake gap. Based on the archive review, the routine shift check of the platform was not performed daily in which may likely caused the brake gap to seize. Upon visual inspection, cracked bottom and front enclosures were observed. These observations were not related to the reported event. The platform was functionally tested and displayed a (ua) 16 (timeout moving to take-up position) error message upon pressing the green keypad button on the user control panel which was attributed to a seized brake gap. Unseized the brake gap to remedy the ua 16. During archive data review, ua 16, ua 12 (lifeband not present) and ua 24 (timeout moving to pause position) were observed on the reported event date. The observed ua12 and ua 24 are unrelated to the reported complaint. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The user advisory (ua) 24 error message alerts the operator that the driveshaft did not reach the targeted pause position within the specified time. Upon customer approval, the front and back enclosure will be replaced and the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) error message. Following this, the user immediately performed manual CPR. No known impact or consequence to patient.